Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged beyond 15 % before temperature alarms would occur. The pump was not exposed to extreme temperatures, but temperature alarms occurred. A replacement pump was sent to the customer to resolve the issues. Customer¿s blood glucose level was in the 200s mg/dl.